Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflammation. A surgical procedure was performed in which the device was completely removed and replaced. There were no further patient complications reported.